Event description:
Patient underwent an in-office rhinaer procedure. Ten days post-procedure, the patient presented to the emergency department with posterior epistaxis that required a sphenopalatine artery ligation.

Manufacturer narrative:
Bleeding is a known potential adverse effect related to the use of radiofrequency energy on tissue in the nose.